Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log for this device showed that the pad-pak was first installed successfully on (B)(6) 2010 and that it had performed to specification up to (B)(6) 2014. On (B)(6) 2014, the device failed the weekly auto self-test due to a low battery. The device was still in fault mode on (B)(6) 2014, when information from the history shows an increase in voltage which suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully passed all weekly self-tests up to the last log entry prior to receipt at heartsine on (B)(6) 2017. The investigation was unable to replicate, or find conclusive evidence of, the reported fault. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.